Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was intermittently unresponsive. During troubleshooting with tandem technical support, customer was able to unlock pump using wake button after multiple presses. Customer¿s blood glucose was 261mg/dl. Reportedly the customer had an alternate pump for insulin therapy.